Event description:
Healthcare professional reported "left rupture." Device explanted. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold, wear abrasion. A microscopic analysis was performed which identify crease sharp, stress mark. Based on the device analysis the final assessment is: a crease sharp in the radius side assessed as fold flaw opening.

Event description:
Healthcare professional reported "left rupture." Device explanted. Left side.